Manufacturer narrative:
The report of ¿uncomfortable stimulation¿ was not confirmed. Analysis of lead b did not identify any explant damage, and both segments passed continuity testing from contacts to corresponding bare wires (no opens found). The root cause of the reported ¿uncomfortable stimulation¿ is unknown as the returned lead b exhibited normal device characteristics during analysis.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that one lead was providing uncomfortable stimulation, and the other lead had high impedances. It was also noted that after weight loss patient also experienced discomfort at ipg site. Surgical intervention was undertaken wherein the system was explanted and replaced to address this issue. Therapy was restored post-op.